Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic and no capture was observed on the ra, rv and lv channels. The patient was sent to the hospital and experienced vt/pvcs. During device check, slow vt was noted. The patient was placed on medications and released from the hospital. The device remains implanted.